Event description:
It was reported that the maryland bipolar forceps instrument control wire at the wrist was noted to be frayed during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis also observed that one grip was bent, causing side-to-side misalignment of the grips. There was a .039 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.